Event description:
At the end of a fess procedure (function endoscopic sinus surgery), the doctor placed two 4cm nasopore (extra firm) in the esphoid cavity and two 8 cm nasopore (extra firm) in the nasal cavity. The product fragmented causing the pt difficulty breathing and was taking in the product through his airway. The pt was put back under anesthesia and the product was suctioned out. No antibiotics were prescribed. Surgery was mid june, and the product expiration date was july.

Manufacturer narrative:
The product has not been received for investigation. If further info is obtained, a follow-up report will be completed. This complaint filed had two reports of product failures. A medwatch was filed (reference mfg report 3004504732-2009-00003) for the first reported failure. This medwatch is being filed for the second reported product failure.